Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. However, it is likely that the foreign material remained since the reprocessing deviated from instructions for use (IFU). The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system" "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "Inspection of the objective lens cleaning function] ¿inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found pinhole on a-rubber (bending section). Due to pinhole watertightness is lost. The customer reported issue was confirmed. Furthermore, evaluation found the nozzle was clogged with foreign material. This condition was attributed due to insufficient cleaning, reprocessing/handing issue. Due to clogging of nozzle, water removal ability does not meet the standard value. Irrigation error occurred. Additionally, the following defects were identified during device inspection: due to wear of angle wire, the play of up/down knob found out of the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Distal end c-cover found with a scratch. Connecting tube has discoloration. Due to a pinhole on a-rubber, water tightness is lost. Forceps channel found shaved. Paint on air/water (aw)cylinder found peeled. Connecting tube has discoloration. Scratch found on up/down, left/right knob, forceps elevator knob, forceps elevator lever, scope cover (s-cover), universal cord, control unit, switch box. Due to a scratch on objective lens, flare occurs. Universal cord has a wrinkle. Electrical connector (el-connector) has discoloration due to water leakage. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. Facility was not aware, noted ¿no¿ as to when the foreign matter adhered on the device. Did not provided additional information. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. Customer noted normal, no abnormalities on the accessories used for reprocessing. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. Flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Company representative sent a repair request reported with issue of "a rubber pinhole" (bending section, metal not protruding) . No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogged in the device nozzle. This report is being submitted due to the finding of foreign material clogged in the nozzle (insufficient cleaning (handling problems) identified during device return evaluation .